Event description:
Bed scales first show in pounds then in kilograms momentarily when a key is pressed, then convert back to pounds. Medication administration is based on patient weight. A change in measurement causes confusion. The beds can be upgraded for approximately $500 to first show in kilograms then display pounds when key is pressed, then revert back to kilograms. The date of event approximated for this report. A better design is encouraged, possibly displaying both weight units of measure as an option.